Event description:
Health professional reported an alleged port "leak." The device was found to have a "leak" after the doctor performed several fill adjustments and could not aspirate any fluid afterwards. Device remains implanted.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Further info from the reporter regarding the serial number and the actual implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."